Event description:
The hospital reported that the insufflation tubing in the laparoscopy packs will not allow high flow insufflation for approximately the last two weeks. The staff is having to cut off the filter.

Manufacturer narrative:
Deroyal: it was concluded that the resin used to manufacture the insufflation tubing was incompatible with heat and time variables that it is exposed to during shipment and sterilization. This causes the plasticizer to migrate from the tubing to the filter housing causing occlusion. Migration resistant material, polycarbonate, has been chosen and successfully tested for compatibility of exposer to high heat. In (B)(4) 2008, a 100% inspection of the modified device was performed with no defects found.